Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing from the sensor. The customer's blood glucose reading was 136 mg/dl at the time of incident. Troubleshooting advised customer that a new replacement sensor would be sent to them.